Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported probe suddenly broke during a vitrectomy surgery. There was no report of a patient harm. Additional information received from the company representative who indicated that the product was replaced and the surgery was completed.

Manufacturer narrative:
One opened 25+ gauge (ga) ultravit probe was received, without a tip protector, in a tray along with other items. The sample was visually inspected and found to be nonconforming with the probe needle/inner cutter broken at the stiffener. The degree of wear could not be determined due to the broken probe needle. A review of the device history record traceable to the lot number obtained from the device¿s radio-frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A photo attached to the parent complaint was reviewed by the investigation site. The photo shows a probe distal end, the probe needle is broken at stiffener, confirming the reported event of probe broke. The complaint evaluation confirms the probe had a broken probe needle. The exact root cause of the broken probe needle cannot be determined from this evaluation.the most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. An exact root cause for the broken probe needle could not be determined from this evaluation, therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).